Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist (tss) reviewed system logs, account status, and recent maintenance activity. Determined that the account was locked due to multiple failed authentication attempts, which were registered as invalid despite following the usual login process. Because the customer environment relies on locally managed administrative accounts and both designated administrators were impacted normal recovery paths were unavailable. To restore access quickly and avoid operational disruption, a controlled recovery method was used to regain administrative access and reestablish login functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower the user was unable to log in to the server or station because the account was already locked, and an ¿unable to authenticate¿ error was displayed. However, there were no delay, adverse events or injuries reported based on this event.